Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comments that the cursor on the display screen of the device was out of place, but it was noted that the screen showed an error during power up, which would not allow for the device to be tested for customer complaint issues. The stylus was calibrated as a preventive measure, and the software was reloaded. The device passed final functional and system tests.

Event description:
It was reported that the cursor on the display screen of the programmer was out of place, which did not allow the programmer to control due to maladjustment; calibration did not resolve the issue. The programmer has been returned for repair and a requested test and calibration procedure. There was no patient involvement.